Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 15 unopened pouches. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The thread tears during suturing. (No detachment of the needle).